Event description:
After 7 days of implantation, this lead was explanted because of diaphragmatic stimulation, which was posture dependant. Ela medical was not informed of this event until the recent explantation of the entire system for erosion. At this time, the MFR was made aware that this lead had been removed and replaced at an earlier procedure.